Manufacturer narrative:
Section e1: customer email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient a lower gastrointestinal (gi) bleed. Due to black stools and progressive anemia, an emergency upper and lower gi endoscopy was performed, however the source of the bleeding was unclear. The patient was admitted to the hospital and transfused with less than 4 units of packed red blood cells (prbcs).